Manufacturer narrative:
The product remains implanted and is thus not available for analysis. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the patient was implanted with a smart control stent in the target lesion without issue. The patient was an (B)(6) female. Her (B)(6). The original target lesion was the proximal portion of the right femoral artery. The patient¿s vessel level of tortuosity and calcification was unknown. The rate of stenosis was unknown. Approximately three years later, the patient expired. The death certificate is unavailable and the cause of death is unknown.

Manufacturer narrative:
As reported, the patient was implanted with a smart control stent in the target lesion without issue. The patient was an (B)(6) female. Her (B)(6). The original target lesion was the proximal portion of the right femoral artery. The patient¿s vessel level of tortuosity and calcification was unknown. The rate of stenosis was unknown. Approximately three years later, the patient expired. The death certificate is unavailable and the cause of death is unknown. The device was not returned for evaluation as it remains implanted. A review of the manufacturing documentation associated with this lot 15673016 presented no issues during the manufacturing process that can be related to the reported event. Death is a well-known and extensively documented potential complication of this type of procedure and is listed in the instructions for use (IFU) as such. Although a definitive root cause cannot be determined and the death certificate is unavailable, patient history, clinical status, comorbidities, and/or pharmacological factors may have been possible contributing factors for the patient outcome. Based on the device history record review, lack of information and the inability to assign or determine a root cause, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.